Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after 2-3 months of good therapy it faded away. The caller stated that they had four groups and none of them seemed to work. The patient stated that the only pain they would get was when they were active or bending over. The patient mentioned that they had a mrr, CT and one more scan and they only information he received was that he had a narrow channel where his spinal cord was but was not sure if that was the problem or not and they could not figure out why the device was not working. The patient stated that their doctor had told them to get the device removed since they were no longer using it.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead serial# unknown product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that at implant the doctor had trouble getting the lead wire in the right spot so he aborted the procedure. The patient ended up with a paddle lead implant and it worked well for the first 2-3 months post implant. The indications for use were spinal pain and post lumbar laminectomy syndrome. No patient symptoms reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the healthcare provider (hcp) didn¿t put the lead in the correct spot the first time. The patient reported that the implant worked good for 3-4 months then it started ¿flaking away.¿ the patient reported that he wouldn¿t use the therapy and then try it use it again and went through 3 different manufacturer¿s representatives (rep) and tried to change groups, went through all 4 groups but nothing had helped. The patient reported that he had seen 2 healthcare providers (hcp) and suggested the patient get an MRI and 2 other scans and the hcp said there was nothing wrong with the device. The patient reported that they couldn¿t get the lead in where they wanted it so that operation was aborted. The patient reported that the ¿aborted operation¿ took place in september or the first part of november 2016. The patient reported that after the initial lead placement was ¿aborted¿ he got a ¿flopper¿ (patient confirmed paddle lead). The patient reported that they had to go up about 4-5 inches in the left bottom side of his back where the stimulator was implanted and go clear up to his spine and grind a little off of his spine to insert the ¿flopper with a silver thing that looks like a fish lure.¿ the patient reported that all he knew is that they had to put another hole in his back instead of just running the lead wire the first time. No further complications were reported.